Event description:
The pt was revised because of unstable hip. It was noted that the pt suffers from seizures, has poly wear of the liner and recurrent dislocations.

Manufacturer narrative:
Examination of the returned items and review of the device history records did not reveal any product problems, related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error regarding to the reported problem. Based on the investigation, the need for corrective action is not indicated.